Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2003. Approx 4 yrs post-op, in 2007, the device was revised due to loosening.